Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized one day after the event. The cause, treatment and patient outcome of the event was not reported. On an unreported date, the patient's pd catheter was removed. Seven days after hospitalization, the patient was discharged. No additional information is available.